Manufacturer narrative:
Test strip lot # 1020213354 expiration date: 01/2015. Control solution lot # 1030113176 range: 82-127 mg/dl. Nova max test strip insert- quality control checking the system control solution test: the nova max control solution is used as a quality control check to make sure that your blood glucose monitor and the nova max glucose test strips are working correctly. Do a control solution test: each time you open a new vial of test strips. Nova biomedical awaits the return of the device for evaluation. Should any significant findings be a result of that investigation, a follow-up report will be filed.

Event description:
It was reported to nova biomedical that a consumer received a result of 258 mg/dl on their blood glucose meter. The consumer immediately performed another test using the same meter and strips from the same vial getting the following result of 50 mg/dl. During the call to customer support, it was revealed that the consumer did not control solution test for integrity before use their initial test strips as instructed in our directions for use. Two control solution tests were performed using the same vial of test strips with another nova max meter and the strips fell within range and out of range. The difference in the consumer's readings was determined to be clinically significant. The meter and test strips will be returned for evaluation.